Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced and there was a current leakage test performed during the service call.

Event description:
The customer reported that the 6800 system central processing unit batteries are empty every 3 months. No pt injury was reported.